Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered seven shocks and ten bursts of anti-tachycardia pacing (atp) due to noise on all three channels, however therapy was not exhausted. Electrogram (egm) review revealed multiple ventricular tachycardia/ventricular fibrillation (vt/vf) and signal artifact monitor (sam) episodes on 05-oct-2023 appeared to contain electromagnetic interference (emi) noise with oversensing, high out-of-range pace impedance measurements greater than 3,000 ohms, and low out-of-range pace impedance measurements less than 200 ohms. The patient reportedly broke her arm and was transported to the hospital via ambulance around that time last year, and had a procedure a few days later. It was suspected that the stored episodes likely occurred on the date of the procedure. No further episodes were noted after that date. At a recent clinic visit, all lead measurements were within normal limits. This crt-d system remains in service. And will continue to be monitored at this time. No additional adverse patient effects were reported.